Manufacturer narrative:
Concomitant medical products: sedr01 implantable pulse generator (ipg), implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.